Event description:
The facility reported an infusion pump with a low battery. The event occurred during biomed testing. The hosp rep stated they have no record of any pt incident involving the pump the last baxter service event and no pt injury had been reported. Though requested, no additional info was provided regarding pt's demographics, medication involved, or device programming. No add'l contact info was available.

Manufacturer narrative:
Pump was serviced at customer location. Evaluation was completed on 10/11/05. The customer reported condition was confirmed. Batteries were replaced. Review of the complaint history reveals similar reports have been rec'd for this product for the reported issue.